Event description:
It has been reported that the system did not start. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of a planned coronary procedure. As a temporary repair, the host pc bios battery date and time settings were changed. This allowed the procedure to be completed on the system with a delay of about 10 minutes. A philips field service engineer (fse) inspected the system on site and confirmed an issue with the host pc bios battery. After replacement of the battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.